Event description:
It was reported a patient underwent a hemi-sled prosthesis procedure on (B)(6)2026 and barbed suture was used. Oa dr. Used barbed suture for the capsular suture. During the suture, the needles tore off and the thread has no real holding power in the tissue. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4).additional information provided:this problem has occurred several times this week. Dr. Notes that the pdo and pds plus threads have not had the same holding power in the capsular tissue as they originally did for months. The ctx needles are too soft and the needle tips bend after a few stitches. The clinic is a german velys training center with very experienced surgeons who have been using stratafix for years.sfx spi pds+ bi vio 14in2 usp1 d/a ctx (sxpp2b405) : affected page: both sides ## reason why the product is not available: available sfx spi pds+ bi vio 14in2 usp1 d/a ctx (sxpp2b405) : batch number: 10b01xlist any j&j products that were used during the case but did not contribute to the reported event. ## ***have patients or users been harmed? ## no ***was there a significant delay? ## yes ***how long was the delay (minutes)? ## 15 ***if available, include the product order number (po). ## ***would you like a return label at the end of this process? ## yes ***this parcel contains biohazardous materials and/or materials used during a medical procedure ## no ***additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent.-how many devices demonstrated the alleged deficiency from each lot number? => all devices are affected.- what is the total number of procedures? => approx 1,000 procedures per year, more than half of which are total knee replacements. For months, the holding strength in the tissue has been significantly reduced, particularly since the switch in suture material from pdo to pds+.- have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? => yes- if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)?=>(B)(4) another file has been created to capture the ambiguous quantity reported events in the complaint description.- could you kindly perform and document the follow-up attempt for the product return? . => product shipped - please provide the source or name of person providing answers to follow-up questions: oa dr. (B)(6).h3 evaluation:the product was returned to eth for evaluation. Visual inspection revealed that two unopened samples were received for analysis. Product code.in order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The tip and body needle were examined and no issues related to bending needle were noted. The sutures were dispensed without problems and examined along the strand and no anomalies were observed during evaluation. Ten barbs were measured in the strand, and all barbs met the requirements.the functional test was performed using instron equipment and the pull force result was above the minimum requirements.as part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.the event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional events.this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.